Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Increased, but in-range, pacing thresholds and impedances were observed in addition to low intrinsic amplitude upon connecting the lead to the device and the physician elected to reposition but was unsuccessful as the helix remained extended and could not be retracted. A second lead was then attempted with acceptable measurements upon placement but when connected to the device high out-of-range pace impedance measurements were observed in addition to increased/high pacing thresholds; it was noted that the helix which had previously been extended was completely retracted. The physician then elected to implant a competitor lead without further complication. No adverse patient effects were reported.